Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance, stent dislodgement, foreign body in patient and the subsequent treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the distal left main. A 5.0x13mm ultra stent delivery system was advanced to the lesion; however, it failed to cross due to the anatomy. The device was withdrawn; however, the stent dislodged from the stent delivery system upon removal of the device from the patients anatomy. A balloon catheter was used to deploy the stent in healthy tissue. A 4.5x12mm non-abbott stent was successfully deployed proximal to the ultra stent slightly overlapping the stent. There was no clinically significant delay in the procedure. No additional information was provided.